Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of leakage at site of with an infusion set. Infusion set was used for a day. No further information was available.